Event description:
The customer reported the coulter lh 780 hematology analyzer generating probe wipe not up errors and a leak of about 1 ml of clenz in the tray below the blood sampling valve (bsv). The leak was not contained within the instrument. The customer was wearing gloves, glasses and a lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
The customer began to troubleshoot the leak with help from the customer technical service (cts) over the phone. The customer cleaned the block, lubed the drive and cleaned the lower sensor of the probe wipe assembly without resolution. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found the probe wipe module had failed. The fse replaced probe wipe assembly and the instrument ran without any leaks or errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).